Event description:
It was reported that this right atrial (ra) lead was found to be dislodged and exhibited loss of capture. This patient underwent a procedure in which this ra lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.